Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within risk stratification range generated on unicel dxc 600i synchron access 2 clinical system for one patient. The result was reported out of the laboratory. Repeat test on an alternate analyzer produced a result in the normal reference range. The patient was transferred to another facility, where the patient was treated with heparin and an anti-platelet drug due to the erroneously elevated accutni result.

Manufacturer narrative:
The sample was a lithium heparin plasma that was centrifuged for 5 minutes at 3500rpm and was aspirated from the primary tube for analysis. Qc prior to the event was within the established ranges, but failed after the event. A system check was performed on (B)(6) 2010 prior to a service and was within specifications. A biomed engineer at the facility called bci hotline to troubleshoot failed calibrations and qc. Hotline recommended a system check and it failed. Service was dispatched. After the event, the customer's biomed engineer discovered that an aspirate probe and a dispense probe were in incorrect locations and the wash carousel had flooded. The customer's biomed engineer corrected the locations of the probes and cleaned wash carousel and the luminometer. All verification tests met the specifications. All the samples tested after the service call on (B)(6) 2010 up to when they stopped using the instrument were repeated. Per the customer, the only result that crossed the clinical ranges was the one erroneous accutni result reported here. A root cause was hardware misplacement for this event.